Event description:
Per consumer and maintenance, there is an alleged burning smell and the motor is hot. Dealer states that the front of right motor is allegedly pushed inward, possibly due from consumer hitting an obstacle. No injury is alleged.

Manufacturer narrative:
RMA has not been initiated for this issue. Model r51lxp serial number/date code (B)(4) is approximately 2 years 7 months of age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer claims that the customer has allegedly drove into an obstacle thus causing the damage to the motor.